Event description:
Nurse entering pt height into power chart system on admission, both metric and english measure entered (175.3 cm and 519.5") when height is transmitted to pharmacy system (mgr v.4.02.1215) the height values are added together (351.8 cm) causing other demographics used for pharmacy dosing to be incorrectly calculated by the system (bsa, ibw, crcl). If wrong values are used, can cause serious harm to pts.